Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4) ponce.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce.

Manufacturer narrative:
(B)(4). G2: foreign: australia. D10: cat# 65620005821, lot# 63382517, shell porous without holes 58 mm o.d. Cat# 00811400410, lot# 63724908, femoral stem 12/14 neck taper. Cat# 4000-8775-036-04, lot# 2890293, delta ceranic fem head + 7 36mm. Cat# 00801102028, lot# 63862008, allen medullary cement plugs. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 4 years post implantation of a right total hip arthroplasty, the patient was revised due to dislocation. No additional information available.